Manufacturer narrative:
(B)(4). Batch #p91y4u. Investigation summary the device was returned with the tissue pad damaged, melted, and 100% present. The instrument cable was cut off. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key with a lab cable to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged use/activation of the device without tissue being present between the tissue pad and blade may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the polymer of the immobilized jaw melted during surgery. Another like device was used. No patient consequence.